Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged top case corner. The tamper seal was not broken. Review of the event history log (ehl) showed acu watchdog, primary audible error, and plunger sensor error. An occlusion test was performed and the reported issue was duplicated. During the occlusion test, a plunger sensor error occurred. Backup audible alarm also occurred when the pump was turned on. Diagnostic resulted in malfunctions of the main pcb, interconnected pcb, speaker, plunger cable, and plunger. Battery caused a sudden power lost. The cause of the reported issue was due to malfunction battery, plunger, plunger cable, interconnected pcb, speaker, main pcb and cracked top case. As a result, the battery, plunger, plunger cable, interconnected pcb, speaker, main pcb and top case were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited an acu watchdog failure. It is unknown if there was patient involvement, no adverse patient effects were reported.